Event description:
It was reported that the device difficulty removal occurred. The 80% stenosed target lesion was located in the normal tortuous and non-calcified internal carotid to common carotid arteries. A 10.0-31 carotid wallstent self-expanding was selected for carotid artery stenting (cas). However, after the stent was deployed, significant resistance was encountered upon removal. The resistance weakened after the outer sheath was placed over the catheter, and it could be extracted intact. The procedure was completed with this stent. There were no patient complications as a result of this event.

Manufacturer narrative:
H7 and h9: updated.

Event description:
It was reported that the device difficulty removal occurred. The 80% stenosed target lesion was located in the normal tortuous and non-calcified internal carotid to common carotid arteries. A 10.0-31 carotid wallstent self-expanding was selected for carotid artery stenting (cas). However, after the stent was deployed, significant resistance was encountered upon removal. The resistance weakened after the outer sheath was placed over the catheter, and it could be extracted intact. The procedure was completed with this stent. There were no patient complications as a result of this event.